Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) guided transluminal drainage procedure performed on (B)(6)2019. According to the complainant, during the procedure, the second flange of the stent could not be pushed out of the scope. The scope was removed from the patient, and then the stent was removed from the scope. Another hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event.